Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the indicator wire deployed and a non-cordis sheath and device were pulled back completely following cessation of pulsatile flow. The exoseal vascular closure device and the vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was prepared per the instructions for use, and there were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, vessel diameter greater than or equal to 5 mm, absence of visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A retrograde approach was used during this interventional procedure. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have a thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and no anomalies were noted. A non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the not depressed position, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white position. An attempt to perform simulation evaluation was performed; however, it could not be completed due to the presence of dried blood and the swollen condition present on the plug, which prevented the guard from being depressed, as a result of the impediment of the indicator wire deployment. Additionally, a second attempt to perform the deployment simulation evaluation was conducted; however, even after using hydrogen peroxide for device cleaning and dry blood removal, it was not possible to lock the guard. Therefore, the simulation could not be completed, as resistance was again encountered when attempting to lock the guard. A high magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ could not be evaluated on the returned device as the cowling guard was not depressed and the indicator wire was not deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue of no change to indicator window. The device was received with the indicator wire cowling guard not depressed and the indicator wire not deployed. Additionally, the plug was noted swollen with dried blood. This condition does not align with the customer¿s description of the event. During functional analysis, the indicator wire cowling guard was unable to be depressed due to the dried, swollen plug which was obstructing the indicator wire exit port preventing deployment. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. Furthermore, if the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition, and the deployment button would not be able to be depressed. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, triggering the indicator window to transition to black/black and allows the user to depress the deployment lever and release the plug. Without indicator wire deployment, the window would not transition, and the deployment lever would not depress unless excessive force was applied. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the indicator wire deployed and a non-cordis sheath and device were pulled back completely following cessation of pulsatile flow. The exoseal vascular closure device and the vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was prepared per the instructions for use, and there were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, vessel diameter greater than or equal to 5 mm, absence of visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A retrograde approach was used during this interventional procedure. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have a thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and no anomalies were noted. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation. However, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.